Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin was leaking from the reservoir. Leak was located at the top where the reservoir screws into the insulin pump. Trouble shooting was performed for leak. Customer stated that the leak occurred while in use, where the cap is. Found leak while doing a set change. No fluids were noted in the battery, reservoir compartment, or under lcd display. Unsure if leak was past both o-rings. Customer was advised to avoid tilting plunger during the filling process or pulling it too far down. No bubbles were noted in the reservoir. Blood glucose level was 132 mg/dl. Customer reported an additional reservoir with the same lot number and also had insulin leaking. Customer was not sure where leak was on the other reservoir. No further information to report.